Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eza1, hardware: sm-s911u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient presented at the emergency room on (B)(6) 2026 and was hospitalised in the intensive care unit with pneumonia and hyperglycaemia. The patient¿s blood glucose levels rose to 1200 mg/dl while wearing the pod. The patient reported that the pod had been removed by hospital staff and that they informed the patient that the cannula did not appear normal, no further information regarding this was provided however, the patient stated they believed that the pod was applied correctly and that the cannula had deployed normally when the pod was applied. The patient reported that they experienced vomiting. The patient was treated with use of a ventilator and intravenous fluids; it was also reported that the patient received multiple unspecified medications whilst hospitalised. The patient was discharged on (B)(6) 2026.